Manufacturer narrative:
Additional, changed, and/or corrected data: b5,b6,g1.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV.

Event description:
Healthcare professional reported, left side "capsular contracture, grade unknown". "Benadryl swelling, rash". Healthcare professional also reported, "high blood pressure", which is not related to the device. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture, grade unknown is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, crystalline, voids. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.